Event description:
According to the reporter: this anastomosis ring was fastened on both sides of the anastomotic stoma but failed to close. The surgeon was unable to anastomose intestinal tract. Surgeon took it out and used another new one.

Manufacturer narrative:
(B)(4).